Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicating that the patient was seen in another in-clinic follow up. While there, no further myopotential oversensing episodes were noted on the device. Hence, it was elected that no intervention will be conducted at this time. There were no known patient consequences and the patient will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, myopotential oversensing was noted on the device. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.